Event description:
Per (B)(6) incident report: patient admitted to (B)(6) on (B)(6) 2024 for concern of infection following dual chamber ICD explant on (B)(6) 2024. Per (B)(6) discharge summary, "explanted ICD lead tips grew enterobacter cloacae complex resistant to cefazolin and cefoxitin but susceptible to ceftriaxone, ciprofloxacin, ertapenem, levofloxacin, zosyn, and bactrim." Discharge summary note also mentions the patient's history of seizure disorder treated with current depakote (divalproex). Patient was transitioned from cefepime to ertapenem and was to receive ertapenem 1 g daily for at least 4 weeks at the infusion center (ertapenem ordered (B)(6) 2024 through (B)(6) 2024). Patient was discharged from (B)(6) on (B)(6) 2024, and received 3 doses of ertapenem 1g over 3 days (B)(6). Patient had a seizure the night of(B)(6) 2024. Actual depakote level labs were never drawn, however there is drug interaction confirmed by micromedex drug interaction checker, listing ertapenem and depakote as a "major interaction" defined as the interaction may be life threatening and/or require medical intervention to minimize or prevent serious adverse effects. Uptodate also recommends that if carbapenems must be used concurrent to valproic acid, an additional antiseizure medication should be considered which this patient does not have any other antiseizure medication on board. Per upto date, ertapenem has a 0.5% incidence of seizure, there is increased risk with poor renal function however this patient has a crcl of 87.3ml/min. This scores a 3 on the naranjo adverse drug reaction probability scale. +1 for previous conclusive reports on this reaction, +2 because the adverse event appeared after 3 doses of ertapenem was given, -1 for possible alternative causes, +1 with the adverse event confirmed by objective evidence (seizure). Ertapenem was not added to ehr(electronic health record) as allergy. This was a possible adr(adverse drug reaction).